Manufacturer narrative:
Additional narrative: a review of the service history for the past six months from the awareness date was performed. No service history review can be performed. The item has not in for service for past six months. There is no information relevant to the current complained issue. (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. The manufacturing documents were reviewed and no complaint related issues were found. The investigation could not be completed; no conclusion could be drawn, as no product was received. Placeholder.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Device was received for evaluation. Investigation coordinated by synthes (B)(4). Report received indicates the reporters complaint of will not work at all was not confirmed. The hand switch for electric pen drive was evaluated and the device passed functional testing. The complaint could not be duplicated. Placeholder.

Event description:
During an oral maxillofacial procedure on (B)(6) 2013, the device had no power. It is reported the procedure was delayed approximately 10 minutes while an identical device was retrieved. Procedure was completed using the back-up device. This is report 2 of 2 for complaint (B)(4).